Manufacturer narrative:
Corrected information provided in sections b.5 and h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information provided that patient experienced choroidal hemorrhage, but it was unclear whether manufacturer console was the cause of reported issue.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic operating console was used for the vitrectomy procedure and its intraocular pressure was high, the patient had sub paresis hemorrhage. The current outcome of the patient condition was unknown. Additional information has been requested.